Manufacturer narrative:
Other, other text: additional information provided in b5 and h6.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "battery removed, pump won't run" alarm message when a stop/start key button was pressed. Service recommended a downstream occlusion sensor to be replaced with the discolor upstream occlusion sensor. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump alarmed for ?battery removed and cannot run' and the circuit board needed to be serviced. No adverse effects were reported.